Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was experiencing hyperglycemia. Blood glucose at the time of event was 467 mg/dl when he woke up. The insulin pump had a frozen display. Time clock was not advances. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Insulin pump's buttons did not begin to work in less than 5 minutes without battery change. Customer unable to clear the pump errors, power loss alarm, and program pump. Use of auto mode feature at the time of high blood glucose event was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold all along the bottom of electrical board including the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.